Manufacturer narrative:
On 8/9/2016 - we were notified by the manufacture that the lead we sent for analysis, is not this serial number. The lead we sent with this complaint is not a biotronik lead. The serial number was extremely hard to read and it is unknown which company manufactured the lead. This file was opened in error and will be closed.

Event description:
This system was returned without documentation from an unknown source. There was no information after calling medtronic, boston scientific, st. Jude medical and ela. The patient's physician had no additional information. Should additional information be received, this file will be updated.